Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation revealed that the helix housing was noted to have blood. The neck insulation and the anode electrode was separated, however medical adhesive is present. A cut was also seen in the neck insulation. The tip and the helix, however, are intact and undamaged. Electrical tests were further performed, which yielded good results. The allegation of dislodgment was not confirmed as there were no visible signs of damage or defect that can cause dislodgment. The lead is clinically out of specifications due to field induced damage.

Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced due to dislodgement. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.